Manufacturer narrative:
There was no request for engineer maintenance made by the customer.

Event description:
A customer contacted philips requested a returned material authorization for a replaced therapy pca kit. There was no reported patient involvement.